Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed dry, wet and wetwash1 on the system. The cse replaced two way and three way valves, reagent probe 1 and reagent probe 3 syringes and tubing bundle for aspirate wash. The customer ran quality control (qc), which was within range. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was initially tested on the same instrument with the (B)(6) method, resulting (B)(6) for the presence of (B)(6). The sample was repeated multiple times on the same instrument, all resulting (B)(6). A confirmatory test was rerun on the same instrument, resulting as not confirmed. The corrected (B)(6) result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.